Manufacturer narrative:
Further product details, event and medical information were requested but have not been received. The product was not returned for evaluation and the lot number is not known. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
An optician reported a patient visited a hospital and was treated for a corneal ulcer. The optician does not know which eye was affected. Further product details, event and medical information were requested but have not been received.